Manufacturer narrative:
Based on the claim against the product by the customer noting a non-responsive instrument, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tenaculum forceps was analyzed and found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from clevis.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tenaculum forceps stopped working/responding. The procedure was completed with no reported injury.